Manufacturer narrative:
Follow-up #1: date of submission 09/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/13/2016 with the following findings: during investigation, there was no moisture observed in the battery compartment. The battery compartment was found to be cracked from the threads to the left of the grip pad and below the grip pad to the case seal. A leak test failed due to a battery compartment leak. The pump was opened and there was no moisture found. The keypad was undamaged and all the buttons were responsive. The keypad was opened and there were no contaminants found under the contacts. There was no intermittent condition found on the keypad flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the keypad buttons were under responsive and moisture contamination was in the battery compartment. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.